Event description:
The customer's granddaughter reported inaccurately low blood glucose readings with test strips, lot #1j514b. Her granddaughter obtained readings in the 60-70 mg/dl range approx 2 days. The contact stated that her grandmother's readings are rarely below 200 mg/dl. She did not have any hypoglycemic symptoms. A home nurse performed a side by side comparison using co's test strips versus another co's test strips the results were 248 mg/dl and 63 mg/dl respectively. The code was set correctly for all tests, both brands are code 8. The customer does not have any normal control soluton to test the strips for accuracy. She stated that the home nurse performed a check strip test when she did the comparison and the result was in range (no specific result available). The customer's granddaughter is not familiar with the use of the meter and was not willing to perform any tests with the co's rep. The desiccant is in the bottle of the device. The strips are stroed in a kitchen drawer.